Manufacturer narrative:
The reported event occurred on an unspecified date in 2017. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked doxyl and total parenteral nutrition at the lowest y-site during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.